Event description:
It was reported that the right ventricular (rv) lead had possibly fractured as the lead was exhibiting noise and short ventricular intervals. The patient had also received inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.